Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) pt passed away on 04/16/(B)(6) 2015 while at the hospital. A review of the event indicates that the pt received two appropriate treatments during episodes of vf. The first treatment was delivered at 14:56:19 and the post-shock rhythm was asystole. Asystole was detected at 14:56:33 and is considered a non-shockable rhythm. An arrhythmia was detected at 15:01:41, the ECG showed the pt was in vf. A second treatment was delivered at 15:02:17. The post-shock rhythm was asystole with intermittent cardiac activity. The response buttons were pressed soon after the first treatment and again after the second treatment. The pt was reportedly unconscious at the time of the event. The pt's physician removed the lifevest after the second treatment to use a hospital AED. It was reported that the pt had frequent episodes of vf and was unable to be revived and passed away in the hospital.

Manufacturer narrative:
Codes (other): monitor sn (B)(6) and belt sn (B)(4) have not yet been returned for eval. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Post-shock asystole is a known complication of defibrillation. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), mfg date: 08/2013 - initial use.